Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, the patient was in the operating room. During the surgery, tried to flush the bladder, but the isotonic solution couldn't get into the foley catheter. Even after switching the irrigation device, nothing changed. We suspected an issue with the catheter, so we removed it and found that one lumen through which the irrigation fluid should go was blocked, preventing the fluid from entering the catheter. We discarded it, replaced it with a new catheter, connected the irrigation fluid, and were able to successfully flush the patient's bladder.